Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked, bent cannula, or determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider".

Event description:
The customer reported that she activated the device this morning and after about three hours, her blood glucose rose to 280 mg/dl. After pod removal, she observed that the cannula was bent and kinked.